Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a distorted display when they took the insulin pump out of the box. Customer stated that they saw missing segments during the self test and they were unable to run self test. There is fluid in the pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify missing segments or partial display, perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.